Manufacturer narrative:
The main component of the system and other applicable component is: product ID: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient was getting a stabbing pain in the right side whenever the stimulator was on and that it moved to the left when the patient lay on the left. The stimulation was fine for the patient's painful area and hadn't changed from before. The lead did not appear to move and the impedances seemed fine. The patient did not experience any falls or traumas prior to the pain. The manufacturer representative recommended an x-ray to check the extension connection. Technical services indicated fluid may have gotten between the connections in the header of the ins or in the extension connector. No further troubleshooting was performed, however, a revision was booked to check the connection with the lead.